Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate and blood leak occurred. The leak was visually observed within the dialysate and blood test strips were used. Estimated blood loss was 240cc's. Pt had no adverse effects. Sample is not available; sample was discarded.